Manufacturer narrative:
The device passed the rewind, basic occlusion, and displacement tests. The device was received unable to prime at 2.5lbs during prime test due to faulty force sensor resistor. There was no motor error or no delivery alarms noted. The motor passed the motor test. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.